Manufacturer narrative:
Device passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Device communicated properly with test guardian 2 link and the glucose sensor simulator. The sensor feature functions properly. No sensor calibration anomaly noted. Device received with cracked retainer, cracked battery tube threads and cracked case corner of belt clip rails.(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they were experiencing seizures time to time and retainer ring was broken reservoir was able to lock in place. Blood glucose level at the time of the incident was unknown. It was unknown whether the customer was using automode at the time of reported event. The insulin pump will be replaced, and customer agreed to return the device for analysis.